Manufacturer narrative:
The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
The device was not returned to edwards for evaluation. Based on the information received the cause of the event cannot be determined; however, surgical technique and patient factors may have contributed to the event. If additional information is received, a supplemental MDR will be submitted. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 25mm bioprosthetic aortic valve, implanted three years, three months was explanted due to unknown reasons. The explanted device was replaced with a 23mm valve. Post op status was noted as in recovery.